Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer stated the insulin spilled on to the reservoir. Customer stated the o-ring on the reservoir became loose, causing insulin to spill. The customer reported moisture was present on the drive support cap. The customer's blood glucose was 428 mg/dl. The customer treated their blood glucose with a manual injection. It was also found the insulin pump passed a self-test during troubleshooting. The customer stated they were unable to exit from the rewind mode on the insulin pump. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Reference manufacturer report number: 2032227-2015-25739.